Manufacturer narrative:
A service engineer (se) evaluated the device. The issue was reproduced after several overnight perfusion runs. Five trials produced a 470 (oxygen concentrator failure) message once each. It was discovered that the interface board (ifb) was faulty and gave error message 180 (ifb timeout). Therefore, a new ifb board was installed and firmware was uploaded. Subsequently, the device completed all testing successfully.

Event description:
The device user (du) reported that there was low po2 on the graphical user interface (gui) screen as well as error 410 (low blood oxygen levels) and 2410 (critical fault reported). The oxygen concentrator was at 100% and po2 was at 40 mmhg. The po2 shortly came up to approximately 70 mm hg. The du disconnected and reconnected the gas line, but did not notice a change. The arterial blood gases (abgs) were confirmed as correlating. The du completed a stop/start. The oxygen concentrator was at 18% and po2 was at 25 to 30 mmhg on the gui. The du checked an abg and their po2 was at 26 mmhg. The clinical specialist (cs) stayed on the phone with the du while the oxygen concentrator increased back to 100% and po2 was at 70 mmhg.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation is pending completion.

Event description:
The device user (du) reported that there was low po2 on the graphical user interface (gui) screen as well as error 410 (low blood oxygen levels) and 2410 (critical fault reported). The oxygen concentrator was at 100% and po2 was at 40 mmhg. The po2 shortly came up to approximately 70 mm hg. The du disconnected and reconnected the gas line, but did not notice a change. The arterial blood gases (abgs) were confirmed as correlating. The du completed a stop/start. The oxygen concentrator was at 18% and po2 was at 25 to 30 mmhg on the gui. The du checked an abg and their po2 was at 26 mmhg. The clinical specialist (cs) stayed on the phone with the du while the oxygen concentrator increased back to 100% and po2 was at 70 mmhg.